Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted .initial reporter occupation - cath lab director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal failed to deploy. Manual pressure was held instead. Additional information was received on 26august2021: the angio-seal foot plate did not deploy using a 6fr procedure sheath. The procedure was a left heart catheterization. There were no components left in the patient's body. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no issue on insertion. The tech could tell that something was wrong, and that the device did not deploy so it was removed, and manual pressure held. Blood loss was less than 10 ml's. There was no noticeable damage to the device. There was no harm to the patient or delay in the procedure. The patient was in stable condition. Manual compression was held for 20 minutes. There were no concomitant medical products used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube assembly. The returned device was subjected to visual analysis. Visible signs of blood were seen on the device. The hemostasis sheath and carrier tube assembly were mated and set to the fully rear-locked position. The anchor was visible within the opening of the distal tip. No signs of damage or deformation to the device were identified. Functional testing was unable to be performed properly due to the condition of the returned device. The anchor was unable to deploy due to collagen expansion from moisture absorption. The hemostasis sheath and carrier tube were unable to be separated due to the expansion. The suture was able to release when subjected to tensile force. All components were found to have been contained within the device, and no issue was identified with the device components. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined but the likely root cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).